Event description:
It was reported that the patient was unable to get telemetry between the remote monitor and the heart device. It was also reported that the start/stop button on the monitor was not working. The patient was to contact the clinic. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.